Event description:
Found during inspection, according to the reporter, the device displayed a svc wrench icon. There was no pt associated with the reported event.

Manufacturer narrative:
Physio-control replaced the device. Physio evaluated the device and observed a fault code related to motion detection function logged into device memory but could not replicate the fault code and proper device operation was observed through functional and performance testing. Root cause for the reported incident could not be determined.